Event description:
When there is a failure in the charge drawer, the 3 resistors in the k1 chassis can fail. When these resistors fail, they make a very loud noise and the internal parts of the resistor are ejected. A bridge rectifier failed and a resistor accumulated heat due to a power in excess of 20x normal. The resistor exploded.